Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -1.25 diopter into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to significant reduction of irido-corneal angles (ica). The lens was exchanged for another iol and the patient is satisfied. The cause of the event is reported as unknown.